Manufacturer narrative:
On apr 11 2017, kci quality engineering (qe) completed a review of kci records and determined that the original power cords addressed in this customer complaint were lost in transit upon delivery to the kci service center and were no longer available for evaluation by kci qe. Device labeling, available in print and online, states: ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. Do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. Do not connect this product or its components to device not recommended by kci. Keep this product away from heated surfaces. Although this product conforms to the intent of the directive 2004/108/ec in relation to the electromagnetic compatibility, all electrical equipment may produce interference. If interference is suspected, move equipment away for sensitive devices and contact kci. Avoid spilling fluids on any part of the product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Do not use this product while bathing/showering or where it can fall or be pulled into a tub, shower or sink. Do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. Use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet. Power cord may present a tripping hazard. Ensure all cords are out of the areas where people may walk. The use of electrical cables and accessories other than those specified may result in increase electromagnetic emissions from the unit or decreased electromagnetic immunity of the therapy unit.

Event description:
On mar 27 2017, the following information was reported to kci by the hospital central supply representative: the hospital central supply representative stated that the nurse alleged that the power cord "blew-up." On apr 19 2017, the following information was reported to kci by the hospital central supply representative: the central supply representative stated that the power cord did "blow-up." The black brick "burst" open and the inside components of the "black box" that there were exposed were all melted. She confirmed that there were no injuries to the patient or others due to the power cord "black box bursting open." There was no visible fire, smoking, or sparking, just the melted components to the power cord. She also, confirmed that the power cord had been returned to kci for evaluation. The power cord was returned to kci technical services, but could not be located and was unable to be forwarded to kci quality engineering (qe) for evaluation. Therefore, kci qe could not confirm the alleged complaint.